Event description:
The patient reported that her infusion device displayed e4 (occlusion) error after 2 days of using the infusion set. She found the transfer set was clogged and the connector needle was bent. She experienced elevated blood glucose of 498 mg/dl, and she changed the infusion set and bolused through the infusion device. Her normal blood glucose level is 100 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.